Manufacturer narrative:
This lead is expected to be returned for analysis. This report will be updated once analysis is completed.

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting high threshold measurements. It is unclear if there may have been any impact on therapy that would have resulted in asystole of greater than two seconds. The lv lead was explanted during a general device change-out procedure and is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was observed to have been returned in three pieces, with the terminal pin and tip sections not retuned. The returned section¿s coil was stretched and severed on both ends. Electro-cautery damage was noted in multiple places and blood and body fluid was noted in the lumen. No further testing was able to be performed on the lead due to the condition it was received in. Analysis was unable to confirm the threshold allegation made against the lead in the field. Only induced damage to the returned segment was noted which was the result of extracting the lead during the explant procedure.

Event description:
Additional information provided indicates the lv lead was partially abandoned in the patient and the only a portion of the lead was returned.